Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in respiratory arrest and ventricular fibrillation (vf). The patient received shocks from the right ventricular (rv) lead around the time of chest compressions. Review of performance data found the rv lead integrity alert (lia) had triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). T-wave oversensing (twos) was noted as well as both undersensing and oversensing. Follow up with the physician's office indicated that no intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.